Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-18. It was reported that ¿it would appear that the patient¿s refill was scheduled after the pump refill/alarm date¿ in response to the cause of the empty pump alarm. It was stated that the patient¿s weight at the time of the event was ¿n/a.¿ it was indicated that the provided information had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that an alarm was occurring and that the caller had access to the patient and physician programmer and it was the empty pump alarm. The date of the event was (B)(6) 2017. It was indicated that they planned to fill the pump on (B)(4) 2017. No symptoms or complications were reported or anticipated.